Event description:
It was reported that during a low anterior resection procedure, staples were malformed at 1st firing. Another like device was used to complete the case. There was no adverse consequence to the pt.